Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed with naked eye and magnification, and identified a crack in the light blue mainbody of the transfer set. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; all functional testing performed with acceptable results.  The reported issue of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of a minicap transfer set was cracked and caused a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.